Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. In troubleshooting, the drive support cap appeared normal and the unit passed a quick release test and a manual prime test. It was explained to the customer that high blood glucose levels are often caused by insertion site and infusion set issues. No further information was provided.